Event description:
It was reported that a patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to the liner disassociating from the shell. The acetabulur locking ring and liner were removed and replaced. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: displaced metallic density acetabular cup liner. Possible stress shielding at the level of the greater trochanter. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.